Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted on (B)(6), 2011 and the patient was reimplanted with antoher device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)